Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient came in for a refill. It was noted at the patients last visit (2018-(B)(6)) they had difficulty refilling the pump so the patient was scheduled to have a refill done under fluoroscopy. It was noted the pump was flipped and the patient decided to decrease the dose and turn the pump off due to all the complications they have had over the last several years. Once the patient's pump was decreased to 25mcg, the therapy was suspended on their pump on 2018-(B)(6) and the pump remained in the patient. The clinical diagnosis was ump inversion. The patient was receiving lioresal 500mcg/ml for a total dose of 200.07mcg/day. It was noted that the outcome of the vent resolved without sequelae on 2018-(B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-10, information was received from a manufacturer representative (rep) regarding a patient receiving lioresal (unknown do se and concentration) via an implantable pump for intractable spasticity. On (B)(6) 2018, the patient presented for a pump refill and they had issues accessing the pump so an x-ray was taken. The x-ray confirmed the pump was flipped. It was unknown if there was a suture/securing issue, but it was stated that "many docs in houston area do not suture pumps in the pocket well". The rep mentioned that the patient was obese. It was noted that the pump was implanted in late 2017 and they did not have any issues at previous refills, so "pump must have flipped some time since last refill". No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp and an hcp via a clinical study. It was reported that there was not a date set for the explant but the patient planned to have it removed in (B)(6) 2018. It was specified that nothing was wrong with the pump, but it was difficult to fill and it was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp). It reported the cause of the pump flipping was "large amount of adipose tissue and pump moves constantly". The pump was successfully refilled during the refill on (B)(6) 2018. At this time, the patient has decided to wean off of baclofen and will have the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump off password was requested and they were to disable the pump.